Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridges were used throughout procedure? Green reload leaked at first fire location. Patient bmi and sex? Female (B)(6). What was the estimated blood loss? 500 ml. Did the patient require a transfusion? Yes. What is the current patient status? Fine .

Manufacturer narrative:
(B)(4) date sent: 7/7/2016. Batch # unk additional information received: the original surgeon stated that he noticed some oozing at the staple line before closing the patient during the original procedure but did not think it required additional sealing. The staple line and staples both appeared complete and correctly formed, both during the original procedure and the reoperation. The original procedure was performed on (B)(6) 2016. The bleeding and reoperation occurred on (B)(6) 2016. Additional information requested but unavailable: what color cartridges were used throughout procedure? Patient bmi and sex? What was the estimated blood loss? Did the patient require a transfusion? What is the current patient status?

Event description:
It was reported that one day after a laparoscopic gastric sleeve procedure the patient became tachycardiac and was reoperated on by a different surgeon than the original procedure. During the reoperation bleeding was found by the antrum and located at the site of the first staple firing from the original procedure. A green gst reload had been used. Seam guard buttressing material was being used. The staple line was oversewed to control the bleeding and the patient is currently stable. It was unknown how much blood was lost or if the patient needed any blood products.